Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on july 30th 2012 from the manufacturer representative (rep) indicating that there was a motor vehicle accident. The patient was in an accident on their motorcycle and they broke their back. The stimulation issue reported was not related to positional movement, and there were no recent medical tests or emi environmental exposure. The patient could not turn stimulation on until their swelling went down from the accident. Once swelling went down they tried to use the patient programmer and it would not work to deliver stimulation. The patient mentioned that a manufacturer representative (rep) hooked up the ins and told them it was out and needed to be replaced, the whole system according to the patient. It was noted that the issue was resolved as revision had already occurred. The symptoms location was on the back. There was a sudden change in therapy or symptoms. Following the accident there was internal bleeding, stomach swelling, no broken bones but badly bruised in the guy. The accident was on (B)(6) 2014. The replacement was on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was in a car accident in (B)(6). The patient was driving his motorcycle and a woman in a truck on her cell phone pulled out in front of him and he could not stop, went across his handle bars and ¿licked¿ the side of her truck. The patient was very bruised, had a CT scan 3-4 days later and it was determine he was okay, just very bruised. The patient had short term memory loss, but maybe it was due to his age. The patient was in bed for maybe a week after the accident because he was so sore, he had pain on the left side by the lead and still had it a few days after the accident. He tried to turn on stimulation and it burned so bad it made him almost vomit. He waited some time and tried again, with the same sensation. He saw his healthcare provider (hcp) on (B)(6) 2014, and the hcp thought the lead wire might have been shifted or broken. The hcp wanted to shift him from ¿narcos¿ to oxycodone, and he didn¿t now want to do this, but the medication alone was not helping and he wanted the stimulation to work again. The patient was afraid to try to turn the device on again.

Event description:
Additional information received reported the burning sensation. A week after the motorcycle accident the patient tried to turn the implantable neurostimulator (ins) on and when he did he felt burning at the mid back area. The patient hadn't used the system since. Impedances were not likely in a range where they would be conducive to good therapy. The plan at the moment was to do a full revision. Group impedances were greater than 4,000 ohms on program 2, 1 was 685 ohms. Running electrode impedances were done at 1.0 volts, 210 and frequency of 30 hz. The running electrode impedances showed some values of greater than 4,000 ohms. It was later reported that there was a 50% or greater symptom reduction. The event of the cause was that the patient had the motorcycle accident and it was not device related. The patient was currently in the process of moving and requested that he be referred to a surgeon for replacing following his move. The device was off and the patient was not receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# lc0806, implanted: (B)(6) 2004, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-45, lot# j0406174v, implanted: (B)(6) 2004, product type lead; product ID 3587a, lot# lc0806, implanted: (B)(6) 2004, product type lead; product ID 3487a-45, lot# j0406174v, implanted: (B)(6) 2004, product type lead. (B)(4).